Event description:
The customer reported false positive reactions of cell #3 of biotestcell 3 when testing on tango optimo. The customer has neither returned the patient samples that had caused false positive test results nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of biotestcell 3 with different positive and negative controls. All positive and negative reactions were correct. We observed a haze surrounding of the negative cell buttons, which were correctly negatively interpreted both by tango optimo and visually. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.